Event description:
It was reported that a pump declared an alarm during use. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support to load a new cartridge, but the alarm recurred, leading to the decision to replace the pump. The pump was still under warranty, and the customer would use multiple daily injections as a backup. Technical support confirmed the shipping address and instructed the customer to return the faulty pump using a pre-paid label after allowing the battery to deplete fully.